Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: customer returned (2) 0.3ml 31g 6mm syringes in an open polybag from the lot# 2206019. It was reported by the consumer that needle shield difficult to remove. Consumer stated that the needle hub separated when he tried to remove the shield. The syringes were visually inspected and observed cannula hub stuck in the shield separated from the syringe and other syringe without any issues. Therefore, the other syringe was tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 1.0 ¿ 8.0 lbs.) And the following was observed: sample number shield removal force (lbs.) Sample 1 2.1 the syringe was tested within the specified acceptance range. Hence, the reported issue could not be confirmed based on the samples return for investigation. A review of the device history record was completed for batch # 2206019 all inspections were performed per the applicable operations qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed .

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm hub separated from the device. The following information was provided by the initial reporter: consumer stated that the needle hub separated when he tried to remove the shield.

Event description:
It was reported that the relion insulin syringes 3/10ml 31 gauge, 6mm hub separated from the device. The following information was provided by the initial reporter: consumer stated that the needle hub separated when he tried to remove the shield.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.